Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported angina and restenosis are known adverse events listed in the promus instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that 3 months post promus stent implantation in the proximal left anterior descending artery, the patient presented to the hospital with angina. Initially enzymes were elevated, but next sets of enzymes were normal. Cardiac catheterization revealed 75-80% in-stent restenosis which was treated with balloon angioplasty bringing the stenosis to 0%. There was no adverse sequela and on (B)(6) 2011, the patient was discharged. There was no additional information provided.